Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited noise oversensing in daily right ventricular autothreshold (rvat) tests. Premature ventricular contractions were observed during the last rvat performed. At this time, no further information is available. No adverse patient effects were reported. The device remains in service.